Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with critical pump error alarm. Unable to perform the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion test and self test due to blank display. Successfully download history files and traces using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and battery tube assembly. The following were noted during visual inspection: minor scratches on lcd window, minor scratched case and cracked keypad overlay noted. In summary, the customer alleged expose to moisture confirmed. Critical pump error was confirmed during analysis due to moisture damage on the electronic assembly. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display on the insulin pump, which was possibly exposed to moisture after water sliding. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed, including checking battery and battery cap condition, cleaning contacts, attempting a pump restart, and confirming the display did not return; the customer was advised that the pump would be replaced, to revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer's response was that the device will be returned.